Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2182269-2019-00183. During a cervical spine ablation procedure a patient burn occurred. Prior to the procedure no skin preparation was performed and the grounding pad was placed on the left scapular region, which was hairy. After radiofrequency ablation had been delivered, a superficial burn with blistering was noted under the grounding pad. The pad was removed but no treatment was required. The grounding pad was replaced and the procedure was continued with no further issues. The patient was discharged home in stable condition.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned generator indicated all I/o connectors and labels appear to have no physical damage. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed and the returned generator functioned properly during the evaluation.